Event description:
It was reported that: "the sheath from the PICC line pack snapped when being removed from the patient. The fragment was removed in full from the patient in the same procedure and there was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4). The customer returned one peel away sheath for analysis. Definite signs of use were observed. One of the peel-away tabs and a section of the peel-away extrusion had separated and was not returned with the rest of the sample. Visual analysis revealed that the sheath was split down both extrusions of the returned peel-away sheath. One side of the extrusion was observed to be separated. The separated portion was not returned. The distal tip of this defective half was placed next to the distal tip of the other half. It was noted that the location of the separation on the defective half was around the middle of the peel-away extrusion. This is an indicator that the peel-away did not peel correctly. Microscopic examination confirmed the damage. Further analysis of the score line revealed that the edges were wavy and not uniform. The point of separation on the severed half measured 2 3/8" from the distal tip. The length of the functional half (from the tab to the distal tip) measured sheath measured 2 13/16", which within the specification limits of 2 5/8 - 2 7/8" per the sheath product drawing. The outer and inner diameter of the sheath could not be accurately measured due to the condition of the returned sample. Functional testing could not be performed due to the condition of the returned sample. A device history record review was performed, and a relevant finding was identified. A non-conformance was initiated for batch 34c23k0159 to address the issue of a peel-away tearing incorrectly. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". The customer report of peel away sheath tearing incorrectly was confirmed through investigation of the returned sample. The sheath was torn completely down both score lines, but the appearance of the score lines was not smooth. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was created to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the sheath from the PICC line pack snapped when being removed from the patient. The fragment was removed in full from the patient in the same procedure and there was no reported patient harm or consequence."